Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized four days prior to passing away and was hospitalized at the time of death. Peritoneal dialysis therapy was reported to be ongoing during the hospitalization with use of a facility provided homechoice device; but two days prior to death, peritoneal dialysis therapy was discontinued. It was reported that the patient did not have a peritonitis event prior to death. The cause of death was unknown and there was no autopsy performed. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.